Event description:
It was reported that the catheter was placed into the pt's right I j in the ICU in preparation for bowel surgery. Normal saline was being infused through the device and 20 minutes post insertion the pt developed a rash, their blood pressure dropped to 50 systolic, and there was no bronchospasm. As a result, the catheter was removed and a plain cvc was inserted. One milligram of adrenaline IV and hydrocortisone IV were administered. The pt received inotropes for the following 24 hours in the ICU before being discharged to the ward. The surgery was cancelled.

Manufacturer narrative:
(B)(4). Sample will not be returned.